Event description:
It was reported that the patient's presented to the emergency room with discomfort. Remote transmission showed that the patient's right atrial (ra) lead was oversensing noise. No intervention was performed. The patient was in stable condition.